Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient ID, dob & weight not provided for reporting. Unknown when device malfunctioned. (B)(4). Original implant date unknown, several months ago. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Therapy dates are unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade, previously implanted several months ago during a trochanteric fixation nail procedure was noted, postoperatively, to be cut out superior; out of the proximal femoral neck. Reportedly, the patient had been lost to follow up after being originally implanted with the trochanteric fixation nail, helical blade and locking screws several months ago. The patient reported to the hospital a week before the revision surgery as he had sustained a fall and broke his hip on the opposite side of his body. It is uncertain if the fall contributed to the migration of the helical blade but on (B)(6) 2017, the helical blade was removed. The nail and locking mechanism were left in the patient. No additional hardware was placed during the revision as the patient is extremely ill; suffering from a number of comorbidities. There were no surgical delays, no additional medical intervention required and the patient was reported to be stable at the end of the procedure. The serial/lot number could not be read from the explanted nail as the number were not legible. The part number was still visible and has been reported accordingly. The explanted nail is not available for investigation. This complaint involves one (1) device. Concomitant devices reported: trochanteric fixation nail (part # unknown, lot # unknown, quantity 1), locking screw (part # unknown, lot # unknown, quantity unknown). (B)(4).